Manufacturer narrative:
Additional manufacturer narrative: the manufacturer has reviewed the treatment data files related to the reported event. The reported malfunction: syringe pump has been confirmed. There was no blood loss or any other clinical consequences for the patient as a result of the reported event.

Event description:
On the event date, at 14h24, the nurse started a treatment with a new set after pressing "change set". She entered all flow rates except syringe pump rate which was set up at 2.1 ml/hr with the previous set. A minute after she started the treatment, she got a series of syringe pump malfunction alarms. She tried a few times to reinstall the syringe, but it did not clear that issue and she had to stop treatment with this set and sent the flex to biomed. The biomed tried to replicate this issue and was able to replicate it when doing the following sequence: he primed a new set without any problem, he pressed change set to follow the sequence the nurse had done, he entered all flow rates including the syringe pump rate and had no issues, he pressed change set, he entered all flow rates but left the syringe pump at 0ml.he then got some syringe malfunction alarms. He was able to reproduce twice this isse. Invitro data were deleted. He tried again to reproduce them and send data in, but was not successful as the flex did not alarm those times.